Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the ¿power module battery was expired and leaked battery acid¿ could not be confirmed through this evaluation. Event details indicated the internal backup battery was leaking battery acid into the battery compartment. The reported event of the alarm could potentially be related to the expired/damaged battery. A root cause of the damaged backup battery could not be determined during the evaluation. Multiple attempts were made to obtain additional information from the customer regarding the return status; however, no additional information was provided, and no additional follow-up attempts will be performed. To date, the power module associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Hmii instructions for use (IFU) has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, outlines how to use the power module. Cautions the users that ¿the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ also in this section, describes all audible and visual alarms. In section e, symbols, describes the expiration date using the hourglass symbol. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. There is no patient involvement; therefore, patient information is not pertinent to the investigation.

Event description:
It was reported that the power module battery was expired and leaked battery acid into the battery compartment. The customer noted alarms related to connectivity issues.